Event description:
A discordant calcium_2 result was obtained on an advia 2400 for 1 patient. The result was reported to the healthcare provider. The pt sample was repeated on the same advia 2400 system and the corrected result was reported. There were no reports of adverse health consequences or known pt intervention due to the discordant calcium_2 result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse performed probe and mixer mechanical alignments. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specs. No further eval of the device is required.